Manufacturer narrative:
Two toshiba customer engineers were called to the site and determined it was too dangerous to get the pt safety out of the scanner. Therefore, the magnet was quenched and the pt was then taken back to the ER. In 10/2009, magnet safety was reviewed with several of the technicians, including the above-mentioned technician. The site has an MRI safe cart which stays in the MRI room for inpatients and ER pts and was in the room when this occurred. Several of tripoint medical center's directors and manager were on site at the time of the occurrence and were actively involved in the decision to quench the magnet. The problem was caused by the ferrous table being brought into the magnet room. Additional eval is not required.

Event description:
A ferrous bed was brought into the magnet room by an mr technician to get an ER pt. The bed stuck to the bore and an IV pole from the bed was touching the pt, but was not harming the pt. The ER nurse assessed the pt and determined nothing was different with the pt than when she came to the ER. The radiologist was also present to insure the pt was safe and not harmed.